Event description:
Surgeon using sc60a stapler with ecr60 g cartridge. Two cartridges used without incident. During stapler deployment, cartridge broke inside of stapler jaws and split into pieces; plastic separated from the metal: the pieces fell into the chest cavity. Pieces removed laparoscopically. A new stapler and cartridges were opened and used without incident.